Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, at about half way through the morcellation, the device halted. When activated, it revolved a few times, cut some, and then stopped again. Reversing the direction and running it a bit did not solve the problem. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Corrected information: it was reported that this event is not malfunction reportable. Therefore, this medwatch report 2210968-2013-23010 is not reportable.